Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage, malposition and pain.

Event description:
Patient reported "pain, looks higher than the other, during a recommended massage the tech informed me of pus in the lower part of my breast" on left side. Device remains implanted.